Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.